Event description:
Complainant alleged that while attempting to defibrillato a female pt, the device discharged once at 120 joules; however, on the second attempt to discharge, the device displayed a "defibe fault 78" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.